Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered elective replacement indicator (eri) several years ago and all alerts were thought to have been programmed off, along with therapies. Recently the patient was seen due to the device alerting. The device was interrogated and showed an observation of charge circuit inactive. The caller was instructed on how to program the device alerts off. The device remains in the patient. No patient complications have been reported as a result of this event.